Manufacturer narrative:
The investigation determined that unexpected vitros amon results were obtained when processing an api proficiency fluid and a vitros quality control fluid using two vitros amon slide lots on a vitros 350 chemistry system. The most likely assignable cause of the unexpected results for the vitros amon slides is an instrument event related to micro slide incubator contamination. Prior to the customer cleaning the micro slide incubator and replacing the micro slide evaporation caps; the within-run amon precision test was outside of ortho guidelines indicating the vitros 350 system was not performing as intended. Acceptable within-run precision amon results were obtained after the incubator cleaning and evaporation cap replacement indicating an instrument related issue is the likely assignable cause of the event.

Event description:
A customer contacted ortho clinical diagnostics (ortho) global technical support center (tsc) due to unexpected amon results obtained when processing an api proficiency fluid and a vitros quality control fluid on a vitros 350 chemistry system. Vitros amon slide lot 1018-0232-8320 api proficiency fluid 04, vitros amon result 71 umol/l versus expected vitros result 97.5 umol/l. Vitros amon slide lot 1018-0252-2333 vitros liquid performance verifier ii (lot j6667), vitros amon result 228 umol/l versus the expected vitros amon result 186.9 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Ortho was not made aware of any allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).